Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental report 01 sent to FDA on 01/12/2015.

Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, permanent injury, permanent and substantial physical deformity, and have undergone and will undergo corrective surgery or surgeries. Per additional information received, patient suffered a postoperative hemorrhage (11cm hematoma on CT), transfusion two units packed red blood cells, intraperitoneal fluid ¿ possible hemoperitoneum, fever, increasing abdominal pain, IV antibiotics, anxiety, overactive bladder, CT guided aspiration of left pelvic hematoma 5cc of old bloody material. During the bard implant procedure, approximately 3cm of ams perigee mesh was removed. The patient also suffered from extrusion, infection, bowel problems, recurrence, neuromuscular problems.